Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was derailed at the distal idler pulley. The grips could still open and close but movement may not have be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. Additional observations not reported about were the grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Indentations at the edge of the distal pulley and visible scratches on the surface of the pulley were found. Failure analysis concluded the indentations were likely due to mishandling / misuse. Various scratches on the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument, a cable popped off the pulley. The cable is out of the loop. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.